Event description:
It was reported that the stent stretched. A 7mm x 120mm x 130 cm eluvia drug-eluting vascular stent system was selected for use in the 100% stenosed and moderately calcified superficial femoral artery. During the procedure, there was a deployment failure. The stent stretched during placement. An additional 7mm x 80mm eluvia stent was implanted due to this event. No patient complications were reported.